Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced leakage. The following information was provided by the initial reporter: description of event: after inserting the IV in the left ac, a defect leak occurred closer to the insertion site, opposite where the green wings are at. Confirmed the defect with a saline flush, where a stream of fluid came out of that clear tube. New IV was inserted.

Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced leakage. The following information was provided by the initial reporter: description of event: after inserting the IV in the left ac, a defect leak occurred closer to the insertion site, opposite where the green wings are at. Confirmed the defect with a saline flush, where a stream of fluid came out of that clear tube. New IV was inserted.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.